Event description:
It was reported that the patient experienced an unknown pump reset on (B)(6) 2021. No further information could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a pump reset, which appears consistent with an electrostatic discharge (esd) event. The lvad event log file contained data from (B)(6) 2021 to (B)(6) 2022. The log file recorded a pump reset on (B)(6) 2021, which appeared consistent with an esd event. The log files appeared to capture the pump operating as intended. The account submitted log files which captured a pump reset on (B)(6) 2021, which appears consistent with an esd event. The account reported that there was no further information available related to the resets. The patient was not symptomatic and had no remarks about the event. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. Heartmate 3 lvas instructions for use (IFU) (rev. G) section 6 entitled ¿patient care and management¿ explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Heartmate 3 lvas patient handbook (rev. G) section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.